Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data showed cs 078 call service alarms. During testing, rewind, load and prime steps performed successfully. The pump was exercised for 24 hours with no call service alarms occurring. The pump case was opened and moisture damage was found on the printed circuit board (pcb). The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was punctured. The audio bolus button responded appropriately.